Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical error during normal use. Customer's blood glucose was 51 mg/dl at the time of incident. Troubleshooting found that there is a piece of plastic missing from the battery cap. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
While attempting to rewind the insulin pump, the insulin pump alarmed broken force sensor followed by a critical pump error due to corroded electronic assembly. The motor assembly was also found with traces of corrosion per our visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump powered up properly after battery installation. The insulin pump had broken off battery tube threads, cracked case on the back at the battery tube area, cracked keypad overlay at the select button and minor scratched display window, case and keypad overlay.